Manufacturer narrative:
The device failed the pressure transducer test during the pre-use check (puc). Our field service engineer investigated the unit on-site and confirmed the reported issue. After replacing both the pressure transducer printed circuit boards (pcb), the pressure transducer test failure was resolved, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed pressure transducer test and during the puc. The pressure transducer pcbs were returned for further investigation. Visual inspection of the returned pcbs revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing puc, ventilation was performed successfully for 2 weeks without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. The zero pressure voltage was measured on the returned pressure transducer pcb and revealed no significant offset drift. When measuring the wheatstone bridge, no significant imbalance was found. Our conclusion is that the device failed to meet its specifications, and that the replaced parts were most likely the cause of the reported issue. During the investigation of the returned parts, the reported issues could not be reproduced. Nevertheless, based on the review of the available data and analysis of the device logs, it remains plausible that the returned components were indeed the source of the problem. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).